Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the qualrap, the physician could not remove the outback catheter from the patient after re-entry because the non-cordis wire became stuck in the catheter. Abnormal force was required while attempting to remove from the patient and both devices were withdrawn together. The cannula was retracted prior to catheter withdrawal. There was no reported patient injury. There were no anomalies noted on the outer or inner packaging and there were no anomalies noted prior to removal from the packaging. The device was prepared as specified by the instructions for use. The cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. The catheter was prepped in the straight configuration and the cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. One non-sterile outback was received on (B)(4) 2010. An unknown guidewire was also received. A kink was noticed 2.5 cm from the distal end. Blood was noticed at the hemostatic rotating valve, and cannula exit port. During the microscopic analysis a cut was noticed in the kink. This cut may have been caused by the cannula. Pressurized water was applied to the catheter through the guide wire port, and exited through the cannula port (as expected), then through the hemostatic rotating valve, and finally exited through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exited through the guide wire port (as expected). DHR review could not be performed since no lot number was provided. The resistance / friction reported by the customer could not be confirmed, since the guide wire passed smoothly through the catheter. The cause of the failure could not be conclusively determined; however procedural factors may have contributed to the failure. The analysis does not suggest that the issue is related to the manufacturing process; therefore no action will be taken. The withdrawal difficulty experienced the customer could not be confirmed. The cause of the failure could not be conclusively determined; however procedural factors may have contributed to the failure. The analysis does not suggest that the issue is related to the manufacturing process; therefore no action will be taken. The cause of the kink found may have been caused by an overcannulation, and the cause of the cut, may have been due to the cannula, since, once the catheter is overcannulated, the cannula may shift its orientation, and may damage the catheter when deployment attempts are performed. There is no evidence that this condition is related to the manufacturing process; therefore no actions will be taken. Analysis of the returned product did not confirm the reported event. With the available information and without films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
As reported by the qualrap, the physician couldn`t remove the outback catheter from the patient after re-entry because the non-cordis wire became stuck in the catheter. Abnormal force was required while attempting to remove from the patient and both devices were withdrawn together. The cannula was retracted prior to catheter withdrawal. There was no reported patient injury. There were no anomalies noted on the outer or inner packaging and there were no anomalies noted prior to removal from the packaging. The device was prepared as specified by the instructions for use. The cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. The catheter was prepped in the straight configuration and the cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause. No corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported by the qualrap, the physician couldn`t remove the outback catheter from the patient after re-entry because the non-cordis wire got stuck on the catheter. During removal from the patient the cannula was retracted prior to catheter withdrawal. Abnormal force was required while attempting to remove from the patient. The devices were withdrawn all at once including stuck wire. The patient status is same as before the treatment. The physician suspects that the outback caused the event. There were no anomalies noted on the outer or inner packaging. There were no anomalies noted prior to removal from its packaging. The device was prepared as specified by the instructions for use. The cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. The catheter was prepped in the straight configuration and the cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position.